Event description:
It was reported that the screwdriver tip broke while inserting locking screw. The broken section was identified and retrieved.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.